Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Helix mechanism test was not performed due to dried blood in helix housing and deformed cathode coil. The helix allegation was confirmed based on x-ray observation of a necked-down cathode coil near the terminal pin, which block passage of a stylet. Lead passed electrical testing.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds. During the explant procedure, the ra lead was difficult to remove. The helix was able to be retracted, but the helix did not extend. Once the ra lead was out the patient's body, the physician rotated the terminal pin 50-60 times and it finally started to extend. The ra lead was explanted. No additional adverse patient effects were reported.